Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Suggested component code: mechanical (g04) ¿ femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a cementless femoral component was implanted during a total knee arthroplasty, and a discrepancy was later noted wherein the patient label identified the device as cemented. Prior to implantation, the surgical team confirmed with the surgeon that cementless fixation would be used. The circulating nurse opened the package, and the outer packaging (box lid) indicated a cementless/porous component. Subsequently, it was pointed out that the patient label indicated a cemented variant, while the implanted component and outer packaging corresponded to cementless. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.